Event description:
It was reported that during an uknown procedure, the blade broke off. It did not fall into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.